Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock on with no relevant reported discrepancies. Based on the device identification the complaint databases were reviewed for similar reported events regarding periprosthetic fracture of the femur bone. There have been no other similar events for the reported lot. Device not available.

Event description:
Periprosthetic fracture. Update (B)(4) 2018: rep provided implant date of (B)(6) 2018 and explant date of (B)(6) 2018.